Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 3/15/91 and revised on 1/30/97 due to "fluid loss." The physician stated that the leakage was observed in the "tubing at pump site." The physician further stated that the tubing was not noted to be kinked or twisted, that the lengths of the tubing were neither inadequate not excessive, and that the device was not in a full position that would have caused stress(es). The physician also stated that there was nothing apparent in the pt's hisotyr that would have contributed to this occurrence. Additionally, the physician noted that the device was in contact with a clamp, however this was after the noted leakage in the tubing was identfied. A resipump and two cylinders were returned for evaluation. Examination and testing of the device components revealed a complete separation of the non-serialized outlet. The obvious separation of components at this site would allow leakage. Examination of the surfaces on both the pump and cylinder sides of the separation revealed markings characteristic of stress(es) induced rending. A confined area of abrasion is noted adjacent to the separation on both components. Within the abrasion on the resipump side of the separation, a crease mark is observed. Based on qa' examination and the info provided, qa concluded that while in-vivo the non-serialized outlet's tubing was partially kinked and abrading against itself. Qa further concluded that this positioning in combination with device usage over time, contributed to sufficient stress(es) to rend the tubing at this site. This rent would allow the observed "fluid loss."

Event description:
The device was removed due to a "fluid loss", secondary to a "tubing break at pump and left cylinder". The entire device was removed and replaced with another 2-piece inflatable penile prosthesis. 2/28/97 - upon receipt of add'l info from physician/surgeon, he stated... "A leakage site was observed in the tubing at pump site. No kinked or twisted tubing was noted when the pocket was opened. Nothing was noted in the positioning that may have caused stress to the device".